Event description:
On (B)(6) 2011, the manufacturer received clinic notes, dated 10/04/2011, which indicated that the patient was experiencing "erratic vns activity, which is disturbing the patient." It was noted that the patient had one seizure since her last visit. The physician indicated that the patient may need a battery change due to the seizure and the "erratic vns activity." No adjustments to the patient's medications or settings were made, and it was noted that the generator's battery life was not at end of service. Additional clinic notes dated (B)(6) 2011 and (B)(6) 2011 were also received. It was noted on both dates that the patient had experienced two seizures since her previous appointments, and was not feeling stimulation in her neck. It was indicated that since the patient was having a slight increase in her seizures, was no longer able to feel stimulation, and was tired the physician referred the patient for revision surgery. The physician noted that the vns was checked and the parameters were within a normal range with the elective replacement indicator flag set to no. The relationship between the increase in seizure frequency and the patient's pre-vns frequency rate is currently unknown, as is the cause of the increase in seizures. It is also unknown what the physician meant by "erratic vns activity." Attempts for additional information regarding these events have been unsuccessful to date. Revision is likely but has not occurred to date.

Event description:
The patient's generator was replaced on (B)(6) 2011, and was returned to the manufacturer on (B)(6) 2011. Product analysis is not yet complete. Attempts for additional information have been unsuccessful as the physician refused to provide any additional information.

Event description:
Product analysis on the generator was completed on (B)(4) 2012. In the (B)(4) lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. An end of service condition was not found during product analysis. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The implant card was received on 12/28/2011. The implant card indicated that lead impedance was ok on the day of surgery and that the generator was replaced due to battery depletion. Product analysis is still underway.